Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, the reporter stated that he was unable to view the patient¿s cgm values on his follower app and therefore, was unaware of the patient¿s status. The patient was found unresponsive and ems was called. Once ems arrived, the patient was not breathing, therefore, the patient was intubated and transported to the ER. It was not reported what the cgm device was displaying at this time. On the way to the ER, the patient¿s heart stopped and required resuscitation (CPR). While doing CPR, ems broke two of the patient¿s ribs. Once the patient got to the hospital, she was admitted to neuro ICU. It was reported the patient¿s event was due to severe hyperglycemia and she was hospitalized for three weeks. Attempts to reach the reporter for further event details were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.